Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, chills, fever and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment for the peritonitis was with ancef ( intraperitoneally (ip), 1.5 grams, for three weeks) . The patient was discharged from the hospital after seven days. The treatment with antibiotic was stopped after twenty three days. At the time of this report, the patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 4 involved in this event.